Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cable/cord/wiring, the bearings, and locking components of the motor device were damaged. It was noted that the motor and control were damaged, there was liquid damage and the locking part was damaged. It was further determined that the device failed pretest for noise assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that the hose of the motor device ruptured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.